Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose and the insulin pump had a blank display. The customer¿s blood glucose level was 413 mg/dl. The customer was treated with syringes. The customer stated that the insulin pump was not working. The customer stated that during turning on the light to the pump and it came on. It was reported that they pressed the act button and the screen went completely blank and after hours of it being blank it was turned on and then turned blank again. It was reported that they had damage on the up arrow button. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No blank display anomaly noted during test.